Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. The trial started on (B)(6) 2018. The patient reported that there was an "injection like pain" and a shock in her buttocks. The patient was assisted with lowering her stimulation until the pain subsided. Advised she contact her doctor with questions regarding medical advice. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause of the shock was not know and the patient was scheduled for surgical implantation of the interstim device on the (B)(6) 2018.